Event description:
Paramedics responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes when they attempted to charge the device. A backup therapy cable was called for and used but, according to the reporter, the connect electrodes alarm continued. A backup device, a lp10, was used to defibrillate the patient and the patient was resuscitated.